Event description:
The customer alleges that there is a burr/foreign material on the connection port of the trach-vent. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The device sample was returned for evaluation, but the investigation is incomplete at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. Three samples were returned for evaluation. A visual exam was performed and it was observed that there was a burr on the connection port. Based on the visual exam, the reported complaint was confirmed. A scar was opened to the supplier of the part.

Event description:
The customer alleges that there is a burr/foreign material on the connection port of the trach-vent. No patient injury reported.